Event description:
The patient's mother reported that the patient has had an increase in tonic clonic seizures since prophylactic battery replacement. No further relevant information has been received to date.